Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's confirm device exhibited false bradycardia and pause episodes due to undersensing. Programming changes were performed to address the issue. Patient was stable.